Event description:
The pump was returned for investigation. Investigation revealed a dim, red display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be a dim red color. The black box recorded a time and date reset following a power reset event after the battery was removed for 8 minutes on 08/14/2014. The pump was exercised for 24 hours at 1 unit/hour with no errors, alarms or warnings occuring. Product analysis was able to duplicate a time and date reset after the battery was removed for six hours. Upon further investigation, an internal clock battery malfunction was observed. (B)(6).